Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered three shocks and anti-tachycardia pacing (atp) due to fast atrial fibrillation (af) with rapid ventricular response (rvr). The technical services (ts) recommended to control de rhythm and discussed reprogram options. This s-ICD remains in service. No additional adverse patient effects were reported.